Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked about the cause of the issue they stated it was unknown but that they had an appointment on (B)(6) 2024 and would hopefully find out. When asked what steps were taken to resolve the issue they stated that their device was on its max setting of 0.4. They stated it had previously been set at 3.0. They had no idea if this was good or bad for the device. They stated this had not yet been resolved, but they continue to charge and keep the unit on with the therapy at its max setting of 0.4 they had had no interaction with their hcp or manufacturing representative to acknowledge what their were doing in the mean time.

Event description:
Additional information was received from the patient. Patient called back and stated they were still having same issues as previously noted. Patient stated they have an appointment with new hcp on march 19th. Patient inquired about mdt rep presence at appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient had no fall, trauma, or medical procedures. Caller reports patient presented in office on program 3 at 2.1ma, when he decreased stimulation down to 1.9ma, he is getting an error message: maximum settings reached. Caller reports he is getting maximum setting has reached, 0.4ma on all standard programs except c+2-. Caller reports impedance test performed, all contacts show high values, in the yellow zone. Caller reports the only pair in the green zone was c+2- at 2.1ma caller reports end of september 2023, patient went to portugal and was in a golf cart that was bouncing a lot. Caller reports patient had bunion surgery (B)(6) 2022 on program 3, stimulation was turned off, but when patient turned stimulation back on, they felt an unusual / different stimulation sensation going down their leg; patient has metal implant in their foot. Patient indicated when they turn stimulation off, and then turn back on, they felt the same type of stimulation; reviewed that might be normal as they left the same amplitude and turning back on might give a strong sensation. Caller reports patient had x-ray performed on (B)(6), physician sent patient home and suggested they try all 7 programs. Caller reports the x-ray of the lead was fine. Caller reports the ins pocket is not loose. Caller reports when patient went from sitting to standing, patient is not getting any error message with c+2- reviewed impedance. Caller reports patient might see physician on the week of (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  in the last 5 days the patient noticed that when they try to increase their stimulation they get a message that says maximum settings reached. The patient said that they lowered it and when they turn it back on it will not allow them to increase beyond 4 clicks. Patient said they tried changing programs twice and got same message. The patient service specialist asked the patient if they had any recent procedures or security devices, and the patient said they had flown two different round trips in the past 8 weeks and they had their device off each time they went through security. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they are responding to a letter they kept as the problem has re-occurred. Patient noted the issue first occurred spring 2024 and 2nd time was (B)(6) 2025. The patient reported the cause of the high impedance values was not determined and they noted the likely cause as being "unknown; x-ray showed leads still connected." When asked the steps that were or will be taken towards resolution, the patient responded that, in spring of 2024, the company "tech rep" called in while using the mytherapy device. The patient noted that the "tech was able to set my therapy settingson 'prog a'" but the patient noted that they were not told what was done by the tech. The patient noted that it worked okay until (B)(6) 2025 when the problem re-occurred suddenly and they got the same message "reached max settings." The patient noted the issue has not yet been resolved. When asked the cause of feeling an "unusal/different" stimulation sensation going down the leg, the patient reported that this was a "non-issue" in their opinion, but that the cause was not determined. They noted the likely cause as being "the only thing different was I had bunion surgery (B)(6) 2022 and after surgery I noticed tingling down my right leg when I turned device on. This is a non-issue to date as my device again is not allowing me to increase therapy. I feel nothing when device is on." When asked the steps taken to resolve the issue, the patient responded, "since (B)(6) 2025; same problem; not able to increase settings; x-ray on (B)(6) 2025 showed leads connected; did meet with company rep and urology on (B)(6) 2025 - tech did not ID the problem." The issue was reported as not yet being resolved. The patient also added additional notes indicating "current plan: I have to have repeat surgery to determine if leads and/or device need to be replaced. My device was installed in (B)(6) 2021. 'Unknown' problem occurred 2 times. Surgery scheduled for (B)(6) 2025."